Event description:
Patients hip was revised for dislocation. A 52mm securfit shell was removed and replaced with tritanium revision 56mm shell.

Manufacturer narrative:
The patient is 63 inches in height. An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Patient elected to keep...

Manufacturer narrative:
An event regarding dislocation involving a secur-fit ha psl screwless cup 52mm was reported. Conclusion: the reported event states that the patient was revised due to dislocation. While it was reported that the shell was replaced, there were no specific failure modes associated with the shell which has been implanted for 15 years. The removal of the reported obsolete shell was likely to allow for compatibility with readily available modern acetabular liners. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patients hip was revised for dislocation. A 52mm securfit shell was removed and replaced with tritanium revision 56mm shell.